Event description:
It is reported that the patient faced with the infusion set came off on (B)(6) 2026 as tape was not sticking. The infusion set came off while sleeping, it might got caught in the sheets.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.